Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they changed the sensor three times because of sensor versus blood glucose issues and the calibrations were not being accepted. The customer was asleep when the insulin pump suspended. Customer's sensor glucose reading was 2.4 mmol/l but their blood glucose level was 6.3 mmol/l. The sensor and blood glucose difference was not within an acceptable range. The customer was advised that the device would be replaced and agreed to return the product for analysis.